Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the pump had recurrent insulin flow block alarms and the alarm went off. Customer alleged that the pump was under delivering. Customer experienced high blood glucose event. Customer is reporting an issue during priming process. The event involved product(s) mmt-441a, mmt-441a, mmt-1884, mmt-342, mmt-441a, mmt-441a, mmt-441a. Troubleshooting was performed. Customer has been using the insulin pump system within 48hours of reported high blood glucose event. Customer reported receiving a rewind request after an alarm or being unable to exit load reservoir process. No harm requiring medical intervention was reported. No product return is required for mmt-441a. No product return is required for mmt-441a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-342. No product return is required for mmt-441a. No product return is required for mmt-441a. No product return is required for mmt-441a.

Manufacturer narrative:
The pump passed all functional testing including the self test, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08750 inches. No unexpected insulin flow blocked alarms noted during testing. No prime/fill anomaly noted during testing. No under delivery anomaly noted during testing. Successfully downloaded history files and traces using thump. Successfully uploaded to carelink and generated reports. In further full review of the pump history on the event date of jun 19, 2024 found bolus deliveries of 0.225u at 00:00:03.000, 0.7u at 00:10:21.000 and 0.675u at 01:45:25.000. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received with scratched case and pillowing keypad overlay. Alleged insulin flow block alarms and prime/fill anomaly not confirmed during full functional testing. Allegation for pump under delivering not confirmed during full functional testing. Unable to verify customer alleged for high bgs. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.